Event description:
On (B)(6) 2012, the lay-user/patient contacted animas (anm) alleging a power issue with the pump. The patient claimed that the pump had no power. The patient did not allege any harm or injury because of the alleged issue. The patient indicated that less than a week earlier, he performed a battery change after encountering a low battery warning. The battery allegedly lasted one day. After inserting a new battery, the pump no longer powered on. The patient denied that the battery cap had any missing parts or had stripping threading. The patient reported having a blood glucose (bg) level of "201 mg/dl" with no symptoms during the time of concern. The alleged power issue was not resolved with troubleshooting. The pump was replaced. Based on the information provided, this complaint is being reported due to the following conclusion: the patient claimed that the pump had a power issue that was not resolved with troubleshooting. However, there is no evidence that the pump contributed to a serious injury. The patient did not report any blood glucose readings, symptoms, and/or treatment suggestive of a serious injury.

Manufacturer narrative:
The pump has been returned to animas for evaluation. The evaluation of the product has not been completed; therefore, no conclusions can be drawn at this time. Once the evaluation is completed, a supplemental report will be filled. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
Follow-up #1 date of submission (B)(4) 2012 device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the power on resets were observed in the black box. The pump powered on with vibratory and audible sounds. There was o damage to battery compartment or battery cap. The pump was exercised for 24 hours on a one unit per hour basal rate with returned battery cap, no power loss or rebooting was duplicated. The power issue was verified in the black box but was not duplicated during the investigation process.